Event description:
It was reported by service report that the left head end siderail could not be locked in the up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderail.